Manufacturer narrative:
The implicated product is a 5.0 fr. Dual lumen PICC. The product received for evaluation is a 5.0 fr. Dual lumen catheter in two segments. The proximal segment measures 11.9 inches long and contains a small amount of blood residue within the distal (red) lumen. A faded 5-dot depth marker is found 2.9 inches from the distal tip. The distal segment measure 17.1 inches long and contains dried, clotted blood within one lumen beginning 5.2 inches from the distal tip. The 4-dot depth marker is located .8 inches from the proximal end. A lot history review reveals no related mfg issues and no other complaints for this lot. Tactile examination of the proximal segment reveals a tensile elongation immediately distal to the bifurcation. Examination of the elongation exposes a .2 inch longitudinal slit beginning less than .1 inch distal to the bifurcation. Sixteen power magnification of the slit reveals a "u" shape with a long base and short sides. The edges are even, the walls smooth. This is consistent with burst damage. A leak occurs at the slit site when flushing the proximal limb during patency testing using a 12cc water-filled syringe. The distal limb is patent to flushing and aspiration. The distal segment is tested for patency by attaching a small bore blunt connector to the syringe. Flushing patency of the distal lumen is easily demonstrated while aspiration draws air into the syringe from the connection between connection and catheter. The proximal lumen is occluded. Tactile exam of the distal segment is remarkable only for the palpable clots in the proximal lumen. Under 21x examination, the distal tip of the proximal segment has a uneven, undulating and striated face with well-defined edges. This indicates this segment was severed using a sharp instrument such as a scalpel. The proximal tip of the distal segment contains similar markings. The user commonly severs the catheter in an effort to render the used product non-functional. A good match is achieved as these two ends are mated together. The complaint of a catheter break/leak is confirmed. It should be recorded as user-related. The damage found on the proximal catheter segment is evidence of a burst resulting from over-pressurization. A clotted lumen occurring prior to a burst incident often is the cause resulting in over-pressurization during infusion. The product instructions for use provides instructions regarding the use of urokinase or other solutions to clear occluded catheters. Additionally, the complaint file offers no indication of the equipment used during infusion, e.g. Syringe, infusion pump, etc. However, use of syringes smaller than 10cc create pressures beyond the capacity of the silicone tubing. The product instructions for use provides instructions on using only 10cc or larger syringes.

Event description:
It was reported that the catheter broke below the bifurcation. The catheter was removed from the pt without incident. No pt injury was reported to have occurred.